Event description:
It was reported that the patient experienced difficulty deploying four infusion sets and disconnecting the tubing at the insertion site, which resulted in severe hyperglycemia. The patient was admitted to intensive care unit and received intravenous insulin and fluids during hospitalization.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.